Event description:
The customer reported that the ECG was not coming and there was an associated error 1000 which is a defib failure/cycle power message. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.